Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider (hcp) the patient was having bladder infections. They stated they were not related to the device or therapy. The patient also experienced frequency, urgency, and burning when they urinate related to the infections. They were given medication to treat the infections and have a dose daily to prevent them from happening again. The infections have been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported foot and ankle pain, and noted they are not related to the device or therapy. The patient also noted infection which she was not sure if that is from interstim. The patient reported she is prone to infections so she does not think it is related. The patient stated at the beginning of 2016 she had 4 infections now she is on a low grade antibiotic taking macrobid cranberry drip dyleria. The patient noted the interstim is working great. Additional information from the patient reported they do not know if the infections have been resolved. The patient just renewed her prescription. The patient is taking nitofurantion sub for martodant 50 mg once per day. The patient also noted they are taking ellura a cranberry compound in a pill. The patient noted she does not know what caused the infections, she has not changed anything. The patient is implanted for urinary dysfunction.

Event description:
Additional information was received from the patient who reported previously reported infections, but thought that the infection may be back again. The patient also mentioned that her ins had not been turned off during an unrelated surgery because her patient programmer (pp) batteries were depleted. There was no allegation that the battery depletion was sudden or premature and after replacing the batteries the programmer worked as intended. The patient stated that she has had no problems with her ins other than the infections which began about one year prior to the call. The patient also made a report that there was scar tissue and their healthcare provider (hcp) was only able to "put two wires." Patient status is unknown at the time of this report and no device malfunctions were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the uti was not related to the ins or therapy, and has been resolved. It was also reported that there was no device or therapy issue related to the patient¿s statement that the healthcare provider was only able to ¿put two wires.¿ there were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.